Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device did not fire correctly. The staples would not deploy. The device was removed and a new one was used to complete the procedure. There was no patient impact reported. No other details are known.